Event description:
It was reported that a patient presented with a right ventricular (rv) lead that exhibited loss of capture. Possible lead fracture was suspected. The lead was capped and replaced on (B)(6) 2021. Patient was stable. New information received notes that the physician did not see any fracture visually on the right ventricular (rv) lead and that the patient presented with syncope and intermittent capture.

Manufacturer narrative:
Correction: b5 - should have been right ventricular lead instead of atrial lead

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that a patient presented with a right ventricular lead that exhibited loss of capture. Possible lead fracture was suspected. The lead was capped and replaced on (B)(6) 2021. Patient was stable.